Event description:
It was reported that the customer's insulin stopped functioning. Assisted the customer with second rewind process. Troubleshooting was performed. It was reported that the device had a frozen display and the buttons were unresponsive. The customer's blood glucose reading was 8.3mmol. Advised the customer to disconnect from the insulin pump. Instructed to program the time and date, and then to bolus but the buttons were still unresponsive. Advised that the insulin will be replaced, to discontinue use of the insulin pump, and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Unresponsive buttons due to moisture damage on keypad trace. Display functioned properly with testing case. No frozen display noted. No moisture damage found on electronic assembly or motor. The insulin pump had a missing end cap sticker.